Manufacturer narrative:
(B)(4).

Event description:
This is a solicited case report received from a female consumer of unspecified age in united states on (B)(6) 2014 who was involved in an active online listening, study number: (B)(4), and experienced the coil that was supposed to be in my left tube coming out the top of my uterus, the coil scrapped my intestine and was 0.5 inch from puncturing my appendix, pain/pelvic pain, my left side was completely open and I have yet to have a period. Study description: essures generic active online listening. The customer had 3 children. No info was provided on her drug history, concurrent conditions or concomitant medications. On (B)(6) 2013 she had essure (fallopian tube occlusion insert) inserted. After the procedure she was fine, except for a few pains here and there. After about a month, the pain worsened and got to the point that she could not walk. She had her 3-month scan performed and it showed that her right side was closed and that the left one was completely open. She received a depo shot and was told to wait 3 more months. During this time she still had pain and was unable to work; she also reported that she took advil and it did not work. An ultrasound was then performed and showed that her tube was still open; at that time, the device could not be seen. She had a surgery performed on (B)(6) 2014 where it was discovered that the coil that was supposed to be in her left tube was actually coming out the top of her uterus. She considered. She considered that the doctor who performed the insertion placed the coil in the uterine wall and it migrated up and out due her line of work, which included a lot of bending and lifting. The coil had scrapped her large intestine and was 0.5 inch for puncturing her appendix. The physician removed the coil from her uterus and removed her right tube (even though the insertion had been done correctly on that side) and with her left tube. She reported that she has yet to have a period and still experiences painful pelvic pain every day. The reporter's causality was not provided.